Manufacturer narrative:
Batch review performed on 28 may 2026 stem: amistem p 01.18.400 amistem-p std. Size 0 (k173794) lot 2111585: (B)(4) items manufactured and released on 02-dec-2021. Expiration date: 16-nov-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is possible literature described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.

Event description:
At about 3 years and 6 months from the primary, the patient came in due to a femoral stem loosening.